Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported red screen displayed, port locked and low energy. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported events were replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 20, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of "red stop sign" can be attributed to the core module non-conformity. However, how or when the component became nonconforming cannot be determined conclusively. Based on the information obtained, the root cause of reported events of ¿laser port locking¿ and ¿laser power low¿ cannot be determined conclusively (B)(4).

Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. The core module was replaced to address the issue. The company representative did not indicate finding any issue associated with the reported ¿laser port locking and low laser power.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 20, 2015. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The laser module was installed into a calibrated constellation system for functional testing. Upon boot-up the system displayed system message (sm).¿ in an attempt to resolve the sm the components were replaced, but the sm persisted. The laser module was connected to a manufacturing test station to test the laser engine output. The laser power output was less than 100 mw, indicating an issue with the diode. The root cause of the reported laser system message and low laser power can therefore be attributed to a nonconforming diode. However, how or when the laser became nonconforming cannot be determined conclusively. An internal investigation has been opened to address the diode issue. Based on the information obtained the root cause of the reported ¿connector issue¿ cannot be determined conclusively. (B)(4).